Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the explanted products.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced. It was unknown if there was device malfunction. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-1110-02, serial #: (B)(4) description precision implantable pulse generator (ipg). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced. It was unknown if there was device malfunction. The patient was reportedly doing well post operatively.